Manufacturer narrative:
The device has not been returned to the manufacturer.

Event description:
A medtronic representative reported that stealthstation s7 system mouse is not working properly. The buttons are very hard to press and it works intermittently. There was no pt present.